Event description:
"According to the hospital´s nurses, noticing for several times, nurses have been noticing the fact that while medication preparation aspiration of rubber particles were occurring. In fact, when penetrating the vial stopper and its posterior withdrawal of the medication the noticed that when transferring such medication into the normal saline container they saw rubber particles floating by naked eye. They have also seen it inside the barrel of the syringe as the attached picture illustrates. "